Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. X-ray diagnostics discovered the patient's s1 drg lead had fractured. In turn, the patient underwent surgical intervention wherein a new lead was implanted to address the issue.